Manufacturer narrative:
Device 1 of 2. Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead is kinked with all wires broken about 22.5 cm from stimulation end. Lead fails continuity testing with all channels measuring open. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-00704. The patient was implanted with a scs system consisting of an ipg and three leads on (B) (6) 2008. It was reported that the patient experienced overstimulation in (B) (6) 2009 a few minutes after he turned his stimulator on. The patient also reported that when he pushed on the ipg implant site, the stimulation stopped. An xray taken confirmed, the system connections were intact. The physician explanted and replaced one of the leads on (B) (6) 2009 that appeared to have broken wires and he replaced one extension that when tested showed invalid lead impedances. The explanted devices were returned to ans for evaluation.